Manufacturer narrative:
Additional information will be provided upon investigation of event details.

Event description:
It was reported that a virage closure top backed out postoperatively. Five (5) days postoperation, x-ray imaging revealed a closure top had backed out. The patient has not been revised and is being monitored. No revision surgery has been scheduled at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Additional information received indicated the virage construct was implanted from c2 to t1. The patient did not present with extreme curvature. The closure top that loosened was at the end of the construct. The patient was asymptomatic. At this time, the patient is reported to be in stable condition. The construct remains implanted and no revision surgery is planned.